Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient previously implanted with an s1/s2ai posterior screw were fixated on l3/4 using a driver in a repeat surgery due to loss of bone fusion after posterior fusion. It was reported that the screwdriver was extracted, which was believed to have been left behind. It is believed that the tip ball part of the ball-end screwdriver remained during the previous operation. After the last ope rod intramedullary nail removal, when attempting to place the set screw through a new rod, it did not fit properly and felt strange at the crown region. When the needle was inserted to search, it seemed like a ball-end-shaped object was removed from the top of the crown. A ball-end screwdriver was used during the current operation to retighten the corresponding screw, so it was suspected that the tip of the screwdriver had broken off. When it was checked after the operation, it was thought that it did not seem like a driver that was used in this case. The screwdriver is made of stainless steel, so it was thought there might be a halation in the CT image. When the CT scan of the applicable parts was checked, these shaped objects were confirmed under the ti rod of the screw head. There were no symptoms or complications as a result of this event. No further complications were reported/ anticipated. Additional information was provided. It was reported that the reported driver is for a piece of metal. The patient experienced post-operative dysraphism on (B)(6) 2021, when previously implanted with a voyager product. There was no product malfunction reported and the product is in continuous use. There was no malfunction on the ballast screw.

Manufacturer narrative:
H3: product analysis part# 6550004 ; lot# kh17a087: visually confirmed that what appears to be the ball tip instrument tip has been broken/ sheared off, consistent with interface during usage. Optical fracture surface analysis reveals a fairly flat fracture surface, consistent with torsional overload. H6: updated eval. Code method and eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D4: corrected lot# details medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.